Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed due to the returned device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible that inadvertent mishandling during shipment or preparation for use resulted in the noted damages (crack/break), which may have contributed to the reported leak; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat to mildly calcified, mildly tortuous left anterior descending artery that is 90% stenosed. The indeflator in ppak 20/30 was noted to be losing pressure when attempting to inflate an unspecified device. An unspecified device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.